Event description:
Information received by medtronic indicated that the customer received multiple pump error alarms. The customer was unable to clear the alarm. The customer also stated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored for several hours and no blank display, pump error 49 alarm and pump error 63 alarm noted. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. Corrosion was also found on the force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. ¿ power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 03/08/2022 22:26:00.000 replace battery alert was recorded and found in the formatted history file on: 03/09/2022 07:57:00.000 03/09/2022 08:07:00.000 03/22/2022 15:52:01.000 03/22/2022 15:53:00.000 replace battery now alarm was recorded and found in the formatted history file on: 03/09/2022 08:28:00.000 03/09/2022 08:38:00.000 and power loss alarm was recorded and found in the formatted history file on: 03/09/2022 11:18:35.000 earliest power data available per the power management tool/detail trace file is on march 20, 2022 at 10:47:58 am. There was no power data available for march 08, 2022 and march 09, 2022. Unable to check power data for low battery alert, replace battery now alarm and power loss alarm. Upon checking on the power data, replace battery alert unloaded vaa voltage (battery voltage) of 1.687v. Replace battery alert was unexpected since the customer was using a good battery. Replace battery alert was confirmed due to corrosion the pcba 1 and pcba 2. Pump error 49 alarm was recorded and found in the formatted history file on: 03/22/2022 15:50:41.000 to 03/22/2022 15:55:22.000 03/22/2022 16:02:08.000 and 03/22/2022 16:02:20.000 pump error 68 alarm was recorded and found in the formatted history file on: 03/22/2022 15:50:41.000 to 03/22/2022 15:53:07.000 03/22/2022 16:02:08.000 pump error 23 alarm was recorded and found in the formatted history file on: 03/22/2022 15:56:37.000 03/22/2022 16:07:20.000 pump error 49 alarm, pump error 68 alarm and pump error 23 alarm was confirmed, suspecting hw issue. Pump error 63 alarm (variableinfo = 0c) was recorded and found in the formatted history file on 03/22/2022 15:50:39.000, 03/22/2022 15:52:06.000 and 03/22/2022 15:53:05.000 pump error 63 alarm (variableinfo = 0c) was generated due to arm watchdog failure. Suspecting hw issue. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Blank display was not confirmed. Unexpected battery power loss or replace battery alert, pump error 49 alarm, pump error 68 alarm, pump error 23 alarm and pump error 63 alarm were confirmed due to corrosion the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.